Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a sacroiliac and thoracolumbar procedure. It was reported that recognition failure of imaging tracker occurred. Because it was used for confirmation after the operation, navigation link was given up and images were taken by the imaging device. When the imaging tool card was checked on the "verify instrument" screen, "disconnect" was displayed. After the operation, when navigation system was restarted, the imaging tracker could be recognized without any problems. During the operation, communication failure of position sensor unit (psu) occurred several times. And it recovered automatically. There was no reported delay to the procedure and the procedure was completed with the continuous use of navigation system. There was no reported impact on patient outcome.